Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer a visual inspection of the returned cycler exterior showed missing door logo. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. Post-ast 2 hours 15 mins 8500 ml simulated treatment was completed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that fluid was found in the cycler before starting treatment. The patient let the cycler dry and then set up and started treatment and a balloon valve leak was indicated. The patient then decided to call technical services who assigned a new cycler to the patient. In a follow up, the patient's pd nurse verified the fluid leak encounter and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to get a new cycler quickly and has been doing treatments with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that fluid was found in the cycler before starting treatment. The patient let the cycler dry and then set up and started treatment and a balloon valve leak was indicated. The patient then decided to call technical services who assigned a new cycler to the patient. In a follow up, the patient's pd nurse verified the fluid leak encounter and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to get a new cycler quickly and has been doing treatments with no further issues. The cycler is available to return for investigation.